Event description:
It was reported to philips that the system gave an alert that stand movements were partially available. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary diagnostic procedure. The procedure was delayed by 15 minutes and completed by moving the patient to another device. The philips field service engineer (fse) inspected the system onsite and confirmed that the stand movements were partially available. Despite multiple system restarts by the customer, the problem persisted. A review of the system logfiles found that luc based frontal stand not operational. Upon troubleshooting actions, the fse identified that there was no communication with frontal stand. The fse systematically disconnected devices from the scc10 backplane and reconnected them one at a time and determined the cause to be a defective detector bodyguard sensor. To resolve the issue, the fse replaced the detector bodyguard sensor. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.